Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to no delivery alarms. The customer's blood glucose was 490 mg/dl at the time of incident. The customer stated that they were able to treat the high blood glucose with the insulin pump. The customer stated that the blood glucose went down around 190 mg/dl. The insulin pump will not be returned for analysis.